Manufacturer narrative:
11 aug 2021 gb ¿ supplemental report needed to address product return, new description, and new health impact code.

Event description:
New information received indicates the lead had also dislodged.

Manufacturer narrative:
The reported events were lead dislodgement, insulation damage, failure to capture and failure to sense. The reported event of the insulation damage was confirmed. The reported events of failure to capture and failure to sense were not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited a loss of sensing and loss of pacing. Upon review of an x-ray, it was noted that the ra lead had straightened out and was no longer a j-shaped curve. During the procedure, an insulation anomaly was noted. The ra lead was explanted and replaced. The patient was stable throughout the procedure.